Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a low shock impedance of less than 20 ohms, exhibited by a non-boston scientific right ventricular (rv) lead. The patient's clinic was made aware of the measurement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.